Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon was able to press the green button and was able to squeeze the handle, however the device did not fire. They then used another device to resolve the issue. There was no patient injury.